Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video assisted thoracoscopic lobectomy, the surgeon was able to squeeze the handle but the clips did not close up. The jaws did not close to squeeze the clip close. It was just releasing an open clip into the patient. It was stated that clip fell into the patient¿s cavity but was also removed. They opened a new product to complete the case. There was no patient injury